Event description:
A customer observed non-reproducible, falsely elevated trop I es results on two patient samples while using the vitros eci analzyer. The affected trop I es results were not reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation into this event determined that non-reproducible false positive trop I es results occurred on two patient samples. The definitive root cause of the event is unknown; however, the possibility of an analyzer malfunction or sample processing error could not be ruled out. The vitros eci in question required service including cleaning of the signal reagent vent. In addition, the investigation determined that the customer was not processing the samples in accordance with the collection tube manufacturer's recommendations.